Event description:
Signal lost after repeated connections. Physician was able to normalize, but the number disappeared from the dispaly suddenly after normalization. After careful inspection, it was noted that the transducer chip came off. The chip is probably in the pt's body.